Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with missing retainer ring. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, stained keypad overlay, detached retainer, pillowing keypad overlay, and missing o-ring (reservoir tube). Cosmetic damage was confirmed at the reservoir compartment. Retainer ring missing was confirmed during visual inspection. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported physical damage to the insulin pump, which can no longer be used. The customer reported no adverse events. The event involved product(s) mmt-1712k. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and mmt-1712k was returned for analysis.